Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button had to press more than twice. Customer¿s blood glucose level was unknown. Customer reported that during fill tubing the button need to push multiple time. Customer reported that the time was advancing. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.